Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet piece loose. Based on the result, we concluded that it was caused due to the excessive force applied on the biopsy inlet piece. In addition, our technician confirmed that the operation channel (primary) buckled, the insertion flexible tube buckled, the distal body worn out, and the ccd signal wire exposed shield braid wires; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0620 (control body)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Biopsy inlet piece loosened.